Manufacturer narrative:
Details of complaint: details of complaint: on (B)(6) 2019, the customer at (B)(6) hospital & clinic, inc reported that the central nurse's station (cns: (B)(4); sn-(B)(6) blue screened while monitoring patients. No patient harm was reported. Service requested / performed: troubleshooting. Service performed: on investigation, it was found that the display was connected to a kvm, which was degraded and needed replacement. Investigation summary: the root cause of the issue was determined to be a degraded kvm, which is an ancillary device. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue was caused due to a user facility maintained ancillary device malfunction. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. D10. Attempt # 1: (B)(6) 2020 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2020 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2020 emailed the customer via microsoft outlook for patient information: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the one of the dual screens for the central nurse's station (cns) blue screened. They have stated that the device has a kvm (kernel-based virtual machine) and that they will check the status of that and requested the part number for that as well. It is unclear whether the monitors were set up to mirror each other or whether they displayed different devices on each monitor. We have requested clarification regarding this matter from the customer but have not received a response back yet. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the one of the dual screens for the central nurse's station (cns) blue screened. They have stated that the device has a kvm (kernel-based virtual machine) and that they will check the status of that and requested the part number for that as well. It is unclear whether the monitors were set up to mirror each other or whether they displayed different devices on each monitor. We have requested clarification regarding this matter from the customer but have not received a response back yet. If the monitors mirrored each other, this would not be reportable. However, if the monitors were displaying different devices on each monitor, and if the reported malfunction were to occur this would be a reportable event. Therefore, we are filing a report to err on the side of caution. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the one of the dual screens for the central nurse's station (cns) blue screened. They have stated that the device has a kvm (kernel-based virtual machine) and that they will check the status of that and requested the part number for that as well. It is unclear whether the monitors were set up to mirror each other or whether they displayed different devices on each monitor. We have requested clarification regarding this matter from the customer but have not received a response back yet. No patient harm reported.